Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.00mm x 12mm nc emerge® balloon catheter was advanced for dilation. However, after several inflations, the balloon ruptured. The device was simply and completely removed from the patient. The procedure was completed with a flextome balloon catheter. No patient complications nor patient injuries were reported.